Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in the solution of three (3) eva 150ml bags. It was further reported that two (2) of the bags had a small hair and the other bag had a "cardboard looking" particle. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: only two (2) actual samples were received for evaluation. Visual inspection was performed, and it was noted that a translucent particle was observed within the returned samples. The reported condition was verified. The cause of the condition was not determined; however, the probable cause is that the translucent particle is a string of eva material that was probably created during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The third sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.